Event description:
It was reported during the embolization of a unruptured aneurysm of the right anterior cerebral artery the subject coil deployed inside the catheter while advancing to the treatment site. It was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.